Event description:
At 1245 during a right video assisted thorascopic wedge resection, a covidien endo gia ultra universal stapler 12mm was clamped onto a portion of the lung, fired, but the knife would not retract and the stapler would not release the lung by the fellow surgeon. The attending surgeon was notified and came into the room, attempted to release the stapler but was unable to get the stapler to release. The covidien sales representative was called but phone calls went straight to voicemail. The attending doctor asked for an echelon stapler and cut under the clamped portion of the lung and was able to pull the entire stapler out through one of the laparoscopic port holes. The charge nurse and nurse manager informed of the sitution. Endo gia ultra universal stapler 12mm ref: (B)(4).